Event description:
Site called to report perforation of a vessel while utilizing the angiojet. Pmi clinical specialist called site on 8/16/1999 for more details: 52 yr. Old, female, ami, right coronary artery (native rca), angiojet system with fl140 catheter was used to remove clot (successfully), no residual stenosis. Guide wire was in a side branch and angiojet lf140 catheter followed the guidewire into that side branch and resulted in a perforation of this side branch. The side branch was 1-1.5mm in diameter. Pt not being treated for the perforation. This was a stand alone procedure. Catheter lab supervisor acknowledges that the perforation resulted from physician technique.